Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Hidehisa nishi, md, akira ishii, md, phd, ichiro nakahara, md, phd, shoji matsumoto, md, phd, nobutake sadamasa, md, phd, yasutoshi kai, md, phd, ryota ishibashi, md, michio yamamoto, phd, satoshi morita, phd, and izumi nagata, md, phd. Different learning curves between stent retrieval and a direct aspiration first-pass technique for acute ischemic stroke. Doi: 10.3171/2017.6.jns17872. Medtronic literature review found a report of patient complications after the use of solitaire. In this study, procedural and clinical outcomes with adapt (direct aspiration first-pass technique) and sr (stent retriever) for the treatment of acute ischemic stroke with large artery occlusion were compared in different time periods. The solitaire fr was used in 42 out of the 45 patients. The article describes the following post-procedure events: additional therapy was observed in 4 patients - subarachnoid - hemorrhage was observed in 7 patients. Symptomatic intracerebral hemorrhage (sich) was observed in 1 patient.